Manufacturer narrative:
H6: codes updated. The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The complaint of customer reported pump displayed ec 46508 with red screen, alarm persisted even after battery removal was unable to confirm due to the device not being returned. The probable cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 46508 and a red screen during infusion. There was patient involvement, no injury was reported.